Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the patient database removal tool was used to remove previous patient exams, which restored functionality. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system displayed an error message stating that there was possible damage to the systems data base. Restarting the imaging system and viewing station of the imaging system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.